Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the unit was not giving an audible alarm when you would unplug the machine while it was on. The dealer replaced the on/off switch which fixed the issue.